Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was entered into the patient, a piece of tissue was seen on the cardiac ultrasound floating in the left atrium. Another catheter was used to suction and remove the floating tissue. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.